Event description:
Reported events: 2 patients experienced implantable neurostimulator (ins) infection that required a revision surgery. 1 patient experienced ins discomfort that required a revision surgery. 1 patient experienced a loss of efficacy with new neurological symptoms that were attributed to a displaced and fractured anchor. It was noted that the patient required a lead revision surgery due to migration and a defective anchor. 5 patients required ins revision surgery for unknown reasons. 1 patient required a lead revision for an unknown reason. No further complications were reported or anticipated.

Manufacturer narrative:
Literature citation: dombovy-johnson ml, d'souza rs, thuc ha c, hagedorn jm. Incidence and risk factors for spinal cord stimulator lead migration with or without loss of efficacy: a retrospective review of 91 consecutive thoracic lead implants. Neuromodulation. 20 21.10.1111/ner.13487 literature summary: the authors reported that lead migration after spinal cord stimulator (scs) implant is a commonly reported complication and the most common reason for revision surgery in cases of loss of efficacy. The primary aims of this study were to describe the incidence and degree of lead migration in the subacute postoperative period after scs implant and to report potential risk factors for lead migration. It was concluded that in the subacute postoperative period after scs implant, the majority of scs leads migrated caudally with an average of two lead contacts. This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. Please note this date is based off of the article¿s acceptance date as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products: product ID: neu_ins_stimulator, lot#: unknown, product type: implantable neurostimulator; product ID: neu_unknown_lead, lot#: unknown, product type: lead; product ID: neu_ins_stimulator, lot#: unknown, product type: implantable neurostimulator; product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other applicable components are: product ID: neu_ins_stimulator, serial/lot#: unknown; product ID: neu_unknown_lead, serial/lot#: unknown; product ID: neu_ins_stimulator, serial/lot#: unknown; product ID: neu_unknown_lead, serial/lot#: unknown. Please note that conclusion applies to reported events 1 and 2. If information is provided in the future, a supplemental report will be issued.